Event description:
8/26/97-0815-tonsillectomy performed with device noted. Cautery unit set at 40 coag. Procedure tolerated well, recovery uneventful. When discharging pt, mother noted something while at the rt corner of the mouth and right mid-section of tongue. Dr examined child, felt child could still go home. Dr saw child in his office the morning of 8-27-97. Determined that child had sustained serious burns to right oral cavity involving the roof, tongue, cheek, and corner of lips. Child admitted to hosp afternoon of 8/27/97 with dehydration and obvious pain.